Manufacturer narrative:
(B)(4). Batch # n55n1z: additional information was requested and the following was obtained: when the "reload could not fit into the cartridge well" did you mean to state that the cartridge reload was not able to be loaded in the ec45a device? Yes, the cartridge reload was not able to be loaded in the ec45a device and they were sure that not loading with the wrong size 60 mm reload. The analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. Further evaluation showed that the pan had the batch missing. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the affiliate that prior to an unknown procedure, the reload could not fit into the cartridge well. It is unknown how the case was completed. There were no adverse consequences for the patient reported. One device will be returned. (B)(4).